Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed and the screen turned grey. Device kept turning on and off. Buttons were not working. Customer's blood glucose was 9.4 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and beeping due to vertical cracked lcd controller. We were unable to verify button keypad anomaly and perform all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to flashing white light on the display. The insulin pump passed the leak test. No damage found on the keypad assembly noted. The insulin pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and minor scratched lcd window.